Manufacturer narrative:
Due to covid travel restrictions, a field change order for the power management board was implemented using phone call as approved by philips. The fse provided repair information and discuss the requirements with the customer's biomedical technologist who implemented the fco. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
(B)(6) 2021.

Event description:
The customer reported the unit shuts off intermittently. The unit was not in use at the time of the reported event.